Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
It is reported by an eye care professional that a few of his patients were diagnosed with corneal ulcers possibly associated with contact lens wear; this represents the second of three reports. No additional information is known at this time. Additional information has been requested but not yet received.

Event description:
Follow-up was performed with the reporting eye care provider's office, with an employee stating that there have been no issues since the time of the initial report. No further information was available.